Manufacturer narrative:
Yielded jaws. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, no; firing: form conform, no; jaws: hold clip, no; jaws: inside width at tips, .236 and lockout functional, yes. Analysis conclusion: based upon the inquiry info rec'd and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the clips were malformed (gap). There was no pt consequence.